Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was found out of spec in relation to door not fully latched messages which were reproduced by loading a set and closing the pump door. The door latches close, but with excessive force being required to close door. The door hooks and latch pins were replaced.

Event description:
It was reported that a spectrum pump constantly displayed the door not fully latched message. It was also reported there was no pt injury.